Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine device check. Upon interrogation, the left ventricular lead exhibited loss of capture and high pacing impedances. The lead was programmed to a different vector and the measurements were in range. No lead abnormalities were noted with either x-ray or fluoroscopy. The patient would continue to be monitored.